Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was 481 mg/dl; however, the customer's bg level was not impacted due to the pump or supplies. The customer's bg level was impacted because the customer drank a sports drink and forgot to administer a bolus. Customer delivered a bolus via the pump to stabilize impacted bg level. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. The customer confirmed that an alternate method of insulin delivery was available.